Manufacturer narrative:
The anode drive unit (adu) was replaced, and a comprehensive check of the system¿s operation and radiation functions was performed. The system was restored to full functionality and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that after starting the device, a message low load fluo fluctuation selected is displayed. The clinical use of the system was in use. There was no harm reported to philips.